Event description:
It was reported that the footboard was broken. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Customer evaluated the unit. MFR's investigation is still ongoing; a follow up report will be submitted.